Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is sales consultant. Unknown, as specific part and lot numbers for lag screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a faculty educational course that there was an unknown number of cases of product failure such as decreased stability due to failure to reduce the fracture and failure to load the fracture. It was unknown if there were any surgical delays and what the patient outcomes were. This report is for an unknown lag screw. This is report 4 of 6 for complaint (B)(4).